Manufacturer narrative:
The investigation analysis confirmed that root cause was traced to the defective main board. The device was returned to the customer after repair.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The results of the tests performed on this device keeps on failing. O2 cell is for exchange due to suspected leak in the component.

Event description:
The customer reported that blower sound is not audible. The log files show that the bellavista 1000 experienced a blower failure. There is no patient involvement associated with the event.